Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of incontinence and atrophy are known risks associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). Upon testing the device, it was noted that the device worked appropriately. A cystoscopy was performed in which it was noticed that although the cuff was inflating correctly, the urethra had atrophied and was not receiving enough pressure from the device. A surgical procedure was performed in which the existing cuff was removed and a new one was implanted in a different location of the urethra. There were no further patient complications reported.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). Upon testing the device, it was noted that the device worked appropriately. A cystoscopy was performed in which it was noticed that although the cuff was inflating correctly, the urethra had atrophied and was not receiving enough pressure from the device. A surgical procedure was performed in which the existing cuff was removed and a new one was implanted in a different location of the urethra. There were no further patient complications reported.